Manufacturer narrative:
A field service engineer was not dispatched. Tss advised customer to make new bottle of l1 control, therefore, no further action required by field service. The most probable cause of the reported event was due to a degraded control. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On 20-mar-2016, a customer reported p00 peak on l1 qc failure with their g8 analyzer. A field service engineer (fse) was dispatched on 20-mar-2016, the customer to address the reported event,which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.